Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of less than 20mg/dl, with confusion, cognitive impairment, and unsteadiness when standing and walking, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the emergency room by their healthcare provider with intravenous glucose, intravenous fluids, and food and/or drink. During troubleshooting with customer technical support, it was revealed the patient had experienced a change in medication, a change in stress level, a change in pain level, and signs and symptoms of illness not caused by the blood glucose excursion. The bolus type was incorrectly programmed in the pump. The basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to the healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.